Event description:
Contrast agent leaked from the connection between the rotator and a tubing. The o-ring is not placed in the rotator body sufficiently and deformed. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for eval. A f/u report will be submitted when the eval is completed. Conclusions: a f/u report will be submitted when the eval is completed.